Manufacturer narrative:
Updated: type of reports. (B)(4). A lot history record review was completed for lots 25099510, 25110539 and 25112422 the last 3 lots shipped to the account prior to the event date. There was no nonconformance which could be considered related to the reported event recorded in the lot history. Updated: date received by MFR, if follow-up, what type?, evaluation codes, additional MFR narrative.

Event description:
The hospital reported a general observation on the performance of the vasoview hemopro 2. States that if you are just getting one length of vein, it is not a problem. With 2-3 lengths, tissue gets stuck in the jaws, resulting in a longer burn time, resulting in the shut down safety feature being activated, resulting in more bleeding because there is not a good seal. Feels this also leads to needing to do more dissection, and cannot keep fat and tissue on the vein as desired. Customer and sales rep. Request a response to this observation.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported a general observation on the performance of the vasoview hemopro 2. States that if you are just getting one length of vein, it is not a problem. With 2-3 lengths, tissue gets stuck in the jaws, resulting in a longer burn time, resulting in the shut down safety feature being activated, resulting in more bleeding because there is not a good seal. Feels this also leads to needing to do more dissection, and cannot keep fat and tissue on the vein as desired. Customer and sales rep. Request a response to this observation.